Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, noise was observed on the right ventricular lead. Lead fractures were also noted on both the atrial and ventricular leads. The leads were explanted and replaced. The patient was in stable condition with no complications after the procedure. Related manufacturer reference number: 2938836-2020-00924.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.